Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 50 yr old female pt, the device failed to capture the pts heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.